Event description:
It was reported that the femoral implant had fractured. Patient was revised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.